Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie pockets opened during removal. The customer stated that the malfunction occurred during the removal of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubie pockets were opened and medapplication logs show that the station detected only one pocket opening during each of these removals. A technical support specialist updated the firmware using knowledge article to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.